Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent delivery system (sds) was returned with no blood visible. There was contrast in the inflation lumen, consistent with the reported attempts to inflate. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. This is consistent with the reported information that the balloon had not been inflated and the stent had not been deployed. There was no damage noted to the sds. The inflation device used during the procedure was not returned. During functional testing, the reported inflation issue was confirmed. A new indeflator, filled with renografin 60 diluted 1:1 with water was used in attempt to inflate the balloon; however, there was fluid leaking from a tear in the proximal taper of the balloon. The material was lifted and stretched at the tear. There were no scratches visible. There was no other damage noted to the sds. Although a conclusive cause for the balloon damage could not be determined, there was no report of leaks noted during preparation; suggesting that the balloon damage may have occurred during use. It may be possible that the damage occurred as a result of interaction with the rotating hemostatic valve or associated devices during advancement. A review of the finished device lot history records did not reveal any non-conforming material records for this lot and there have been no other incidents reported for this lot. The inflation issue was determined to be caused by the tear in the balloon; however, a conclusive cause for the balloon damage could not be determined. There is no indication to suggest a product deficiency. All stent delivery systems are subjected to a visual inspection. In addition, all of the products are leak tested and a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during the procedure in the renal artery, during attempted deployment of the 7.0 x 15 rx herculink elite stent, the balloon could not inflate. The stent system was removed from the anatomy. Outside of the anatomy, another attempt was made to inflate the balloon; however, the balloon could not inflate. A new herculink stent system (6.0 x 15) was used successfully. The procedure was prolonged 15 minutes; however, the physician stated that the delay was minor. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.